Manufacturer narrative:
(B)(4). The device was returned and sent to the manufacturing site for investigation. The manufacturing site reports "one lma classic reported from japan on ground of "herniated pilot balloon prior to use". The actual device was received on 09 jul 2024. There was no record card received. Visual inspection on the complaint sample was reviewed, there was deform at pilot balloon area. From complaint information, this device already been used but quantity of used was undetermined. Complaint information also claimed that it used strong alkaline solution with chlorine bleach to wash the lma devices. Mild detergent should be used for washing the lma devices as claimed in IFU. There was discrepancy on the cleaning/autoclave process. Variation on cleaning settings such as temperature , cleaning solution type or add on reprocessing/ washing/ brushing measures on the device before each re-use could have accelerated the deterioration of the pilot balloon." A device history record review was performed and no relevant findings were identified. The manufacturing site reports that the root cause was identified as unintentional user error related.

Event description:
It was reported that "doctor found the inflation pilot balloon inflates in unusual way. It was found at the functional test." There was no patient involvement.

Event description:
It was reported that "doctor found the inflation pilot balloon inflates in unusual way. It was found at the functional test." There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).